Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, minor scratches on display window, and end cap broken off noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the end cap of their insulin pump. The patient's blood glucose level was unknown at the time of the call. A replacement insulin pump was shipped to the customer.